Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: fallopian tubes"), uterine perforation ("perforation (other)"), pelvic inflammatory disease ("chronic pelvic inflammatory disease"), pelvic pain ("pain"), urinary bladder haemorrhage ("bladder or urinary problems or changes: blood and pain"), sepsis ("infection: had a lot almost went into blood stream"), haemorrhage urinary tract ("bladder or urinary problems or changes: blood and pain"), gallbladder operation ("surgery (other) type of surgery: gallbladder removal") and scar excision ("surgery (other) type of surgery: scar tissue removal") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "malposition of essure device location of device: doctor was unable to position properly/ he left one half way out- right side" and device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included castleman's disease, schizophrenia, pregnancy, adnexa uteri cyst, panic attack, headache, near syncope, non-cardiac chest pain, lymphadenopathy, haemorrhoids, conjunctivitis, adhesiolysis and uterine hypertrophy. Concurrent conditions included overweight, ovarian cancer, suprapubic pain, acromioclavicular separation, wrist sprain, back pain, non-cardiac chest pain and conjunctivitis. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary bladder haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), haemorrhage urinary tract (seriousness criterion medically significant), night sweats ("hormonal changes: night sweats"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract, had a lot almost went into blood stream"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, had a lot almost went into blood stream"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder pain ("bladder or urinary problems or changes: blood and pain"), urinary tract pain ("bladder or urinary problems or changes blood and pain"), nausea ("nausea"), nerve injury ("neurological conditions or problems type: nerve damage"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: eyes have gotten worse, never had a problem before, I see blurry mostly at night"), fatigue ("fatigue"), eating disorder ("can't eat"), alopecia ("hair loss"), abdominal pain upper ("pain, a lot a pain in lower and upper abdomen / stomach pain"), abdominal pain lower ("pain, a lot a pain in lower and upper abdomen"), varicose veins pelvic ("varicose veins on uterus"), hypoaesthesia ("neurological conditions or problems: numbness in hands and feet"), asthenia ("no energy"), memory impairment ("other injury(ies) or complication(s)- memory and focus"), irritable bowel syndrome ("other injury(ies) or complication(s)- ibs"), disturbance in attention ("other injury(ies) or complication(s)- memory and focus") and neuralgia ("nerve pain"), underwent gallbladder operation (seriousness criterion medically significant) and scar excision (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (she had hysterectomy (partial) to remove the essure implant). Essure was removed in november 2017. At the time of the report, the device dislocation, uterine perforation, pelvic pain, urinary bladder haemorrhage, haemorrhage urinary tract, gallbladder operation, scar excision, night sweats, urinary tract infection, cystitis, female sexual dysfunction, depression, anxiety, bladder pain, urinary tract pain, nausea, nerve injury, dyspareunia, vaginal discharge, vision blurred, fatigue, eating disorder, weight decreased, alopecia, abdominal pain upper, abdominal pain lower, varicose veins pelvic, hypoaesthesia, asthenia, memory impairment, irritable bowel syndrome and disturbance in attention had not resolved and the pelvic inflammatory disease and sepsis outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, asthenia, bladder pain, cystitis, depression, device dislocation, disturbance in attention, dyspareunia, eating disorder, fatigue, female sexual dysfunction, gallbladder operation, haemorrhage urinary tract, hypoaesthesia, irritable bowel syndrome, memory impairment, nausea, nerve injury, neuralgia, night sweats, pelvic pain, scar excision, sepsis, urinary bladder haemorrhage, urinary tract infection, urinary tract pain, uterine perforation, vaginal discharge, varicose veins pelvic, vision blurred and weight decreased to be related to essure. The reporter commented: she needs additional surgery. Discrepancy noted in the essure date of insertion from that previously reported. Right tube cannulated and the device deployed with full coil showing, left side- 7 coils being visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depression, lower abdominal pain, dyspareunia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6)2019: medical records received : discrepancy in essure insertion date. Event added : chronic pelvic inflammatory disease. Medical histories were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: fallopian tubes"), uterine perforation ("perforation (other)"), pelvic pain ("pain"), urinary bladder haemorrhage ("bladder or urinary problems or changes: blood and pain"), haemorrhage urinary tract ("bladder or urinary problems or changes: blood and pain"), gallbladder operation ("surgery (other) type of surgery: gallbladder removal") and scar excision ("surgery (other) type of surgery: scar tissue removal") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary bladder haemorrhage (seriousness criterion medically significant), haemorrhage urinary tract (seriousness criterion medically significant), gallbladder operation (seriousness criterion medically significant), night sweats ("hormonal changes: night sweats"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract, had a lot almost went into blood stream"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, had a lot almost went into blood stream"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder pain ("bladder or urinary problems or changes: blood and pain"), urinary tract pain ("bladder or urinary problems or changes blood and pain"), nausea ("nausea"), nerve injury ("neurological conditions or problems type: nerve damage"), scar excision (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: eyes have gotten worse, never had a problem before, I see blurry mostly at night"), fatigue ("fatigue"), eating disorder ("can't eat"), weight decreased ("weight loss"), alopecia ("hair loss"), abdominal pain upper ("pain, a lot a pain in lower and upper abdomen"), abdominal pain lower ("pain, a lot a pain in lower and upper abdomen"), varicose veins pelvic ("varicose veins on uterus"), hypoaesthesia ("neurological conditions or problems: numbness in hands and feet"), asthenia ("no energy"), memory impairment ("other injury(ies) or complication(s)- memory and focus"), irritable bowel syndrome ("other injury(ies) or complication(s)- ibs") and disturbance in attention ("other injury(ies) or complication(s)- memory and focus"). The patient was treated with surgery (she had hysterectomy (partial) to remove the essure implant), surgery (she had hysterectomy (partial) to remove the essure implant) and surgery (she had hysterectomy (partial) to remove the essure implant). Essure was removed. At the time of the report, the device dislocation, uterine perforation, pelvic pain, urinary bladder haemorrhage, haemorrhage urinary tract, gallbladder operation, night sweats, urinary tract infection, cystitis, female sexual dysfunction, depression, anxiety, bladder pain, urinary tract pain, nausea, nerve injury, scar excision, dyspareunia, vaginal discharge, vision blurred, fatigue, eating disorder, weight decreased, alopecia, abdominal pain upper, abdominal pain lower, varicose veins pelvic, hypoaesthesia, asthenia, memory impairment, irritable bowel syndrome and disturbance in attention had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, asthenia, bladder pain, cystitis, depression, device dislocation, disturbance in attention, dyspareunia, eating disorder, fatigue, female sexual dysfunction, gallbladder operation, haemorrhage urinary tract, hypoaesthesia, irritable bowel syndrome, memory impairment, nausea, nerve injury, night sweats, pelvic pain, scar excision, urinary bladder haemorrhage, urinary tract infection, urinary tract pain, uterine perforation, vaginal discharge, varicose veins pelvic, vision blurred and weight decreased to be related to essure. The reporter commented: she need additional surgery. Discrepancy noted in the essure date of insertion from that previously reported and also regarding removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs received: new reporters, patient demographic information, product indication, new events perforation, device dislocation, night sweats, urinary tract infection, cystitis, female sexual dysfunction, depression, anxiety, bladder pain, urinary bladder haemorrhage, haemorrhage urinary tract, urinary tract pain, nausea, nerve injury, gallbladder operation, scar excision, dyspareunia, vaginal discharge, eye disorder, fatigue, eating disorder, weight decreased, alopecia, abdominal pain upper, abdominal pain lower, varicose veins pelvic, hypoaesthesia, vision blurred, asthenia, memory impairment, irritable bowel syndrome and device monitoring procedure not performed added. Outcome for the events perforation, device dislocation, night sweats, urinary tract infection, cystitis, female sexual dysfunction, depression, anxiety, bladder pain, urinary bladder haemorrhage, haemorrhage urinary tract, urinary tract pain, nausea, nerve injury, gallbladder operation, scar excision, dyspareunia incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: fallopian tubes / malposition of essure device location of device: doctor was unable to position properly./ he left one half way out- right side"), uterine perforation ("perforation (other)"), pelvic pain ("pain"), urinary bladder haemorrhage ("bladder or urinary problems or changes: blood and pain"), haemorrhage urinary tract ("bladder or urinary problems or changes: blood and pain"), gallbladder operation ("surgery (other) type of surgery: gallbladder removal"), scar excision ("surgery (other) type of surgery: scar tissue removal") and sepsis ("infection: had a lot almost went into blood stream") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included castleman's disease and schizophrenia. Concurrent conditions included overweight. In january 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary bladder haemorrhage (seriousness criterion medically significant), haemorrhage urinary tract (seriousness criterion medically significant), gallbladder operation (seriousness criterion medically significant), night sweats ("hormonal changes: night sweats"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract, had a lot almost went into blood stream"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, had a lot almost went into blood stream"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder pain ("bladder or urinary problems or changes: blood and pain"), urinary tract pain ("bladder or urinary problems or changes blood and pain"), nausea ("nausea"), nerve injury ("neurological conditions or problems type: nerve damage"), scar excision (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: eyes have gotten worse, never had a problem before, I see blurry mostly at night"), fatigue ("fatigue"), eating disorder ("can't eat"), weight decreased ("weight loss"), alopecia ("hair loss"), abdominal pain upper ("pain, a lot a pain in lower and upper abdomen / stomach pain"), abdominal pain lower ("pain, a lot a pain in lower and upper abdomen"), varicose veins pelvic ("varicose veins on uterus"), hypoaesthesia ("neurological conditions or problems: numbness in hands and feet"), asthenia ("no energy"), memory impairment ("other injury(ies) or complication(s)- memory and focus"), irritable bowel syndrome ("other injury(ies) or complication(s)- ibs"), disturbance in attention ("other injury(ies) or complication(s)- memory and focus"), neuralgia ("nerve pain") and sepsis (seriousness criterion medically significant). The patient was treated with surgery (she had hysterectomy (partial) to remove the essure implant), surgery (she had hysterectomy (partial) to remove the essure implant) and surgery (she had hysterectomy (partial) to remove the essure implant). Essure was removed in november 2017. At the time of the report, the device dislocation, uterine perforation, pelvic pain, urinary bladder haemorrhage, haemorrhage urinary tract, gallbladder operation, night sweats, urinary tract infection, cystitis, female sexual dysfunction, depression, anxiety, bladder pain, urinary tract pain, nausea, nerve injury, scar excision, dyspareunia, vaginal discharge, vision blurred, fatigue, eating disorder, weight decreased, alopecia, abdominal pain upper, abdominal pain lower, varicose veins pelvic, hypoaesthesia, asthenia, memory impairment, irritable bowel syndrome and disturbance in attention had not resolved and the sepsis outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, asthenia, bladder pain, cystitis, depression, device dislocation, disturbance in attention, dyspareunia, eating disorder, fatigue, female sexual dysfunction, gallbladder operation, haemorrhage urinary tract, hypoaesthesia, irritable bowel syndrome, memory impairment, nausea, nerve injury, neuralgia, night sweats, pelvic pain, scar excision, sepsis, urinary bladder haemorrhage, urinary tract infection, urinary tract pain, uterine perforation, vaginal discharge, varicose veins pelvic, vision blurred and weight decreased to be related to essure. The reporter commented: she need additional surgery. Discrepancy noted in the essure date of insertion from that previously reported and also regarding removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event sepsis & nerve pain were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: fallopian tubes"), uterine perforation ("perforation (other)"), pelvic pain ("pain"), urinary bladder haemorrhage ("bladder or urinary problems or changes: blood and pain"), sepsis ("infection: had a lot almost went into blood stream"), haemorrhage urinary tract ("bladder or urinary problems or changes: blood and pain"), gallbladder operation ("surgery (other) type of surgery: gallbladder removal") and scar excision ("surgery (other) type of surgery: scar tissue removal") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device deployment issue "malposition of essure device location of device: doctor was unable to position properly/ he left one half way out- right side". The patient's past medical history included castleman's disease and schizophrenia. Concurrent conditions included overweight. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary bladder haemorrhage (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), haemorrhage urinary tract (seriousness criterion medically significant), gallbladder operation (seriousness criterion medically significant), scar excision (seriousness criterion medically significant), night sweats ("hormonal changes: night sweats"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract, had a lot almost went into blood stream"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder, had a lot almost went into blood stream"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder pain ("bladder or urinary problems or changes: blood and pain"), urinary tract pain ("bladder or urinary problems or changes blood and pain"), nausea ("nausea"), nerve injury ("neurological conditions or problems type: nerve damage"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: eyes have gotten worse, never had a problem before, I see blurry mostly at night"), fatigue ("fatigue"), eating disorder ("can't eat"), weight decreased ("weight loss"), alopecia ("hair loss"), abdominal pain upper ("pain, a lot a pain in lower and upper abdomen / stomach pain"), abdominal pain lower ("pain, a lot a pain in lower and upper abdomen"), varicose veins pelvic ("varicose veins on uterus"), hypoaesthesia ("neurological conditions or problems: numbness in hands and feet"), asthenia ("no energy"), memory impairment ("other injury(ies) or complication(s)- memory and focus"), irritable bowel syndrome ("other injury(ies) or complication(s)- ibs"), disturbance in attention ("other injury(ies) or complication(s)- memory and focus") and neuralgia ("nerve pain"). The patient was treated with surgery (she had hysterectomy (partial) to remove the essure implant), surgery (she had hysterectomy (partial) to remove the essure implant) and surgery (she had hysterectomy (partial) to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, pelvic pain, urinary bladder haemorrhage, haemorrhage urinary tract, gallbladder operation, scar excision, night sweats, urinary tract infection, cystitis, female sexual dysfunction, depression, anxiety, bladder pain, urinary tract pain, nausea, nerve injury, dyspareunia, vaginal discharge, vision blurred, fatigue, eating disorder, weight decreased, alopecia, abdominal pain upper, abdominal pain lower, varicose veins pelvic, hypoaesthesia, asthenia, memory impairment, irritable bowel syndrome and disturbance in attention had not resolved and the sepsis outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, asthenia, bladder pain, cystitis, depression, device dislocation, disturbance in attention, dyspareunia, eating disorder, fatigue, female sexual dysfunction, gallbladder operation, haemorrhage urinary tract, hypoaesthesia, irritable bowel syndrome, memory impairment, nausea, nerve injury, neuralgia, night sweats, pelvic pain, scar excision, sepsis, urinary bladder haemorrhage, urinary tract infection, urinary tract pain, uterine perforation, vaginal discharge, varicose veins pelvic, vision blurred and weight decreased to be related to essure. The reporter commented: she need additional surgery. Discrepancy noted in the essure date of insertion from that previously reported and also regarding removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: following company internal coding review, the reported event "malposition of essure device location of device: fallopian tubes / malposition of essure device location of device: doctor was unable to position properly./ he left one half way out- right side" was split and recoded to the meddra llt: device dislocation and llt: device deployment issue. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.